Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined pacing impedance, intermittent noise, oversensing, and short ventricular intervals. An increase in non-sustained ventricular tachycardia episodes and premature ventricular contractions were noted to likely be noise, not true arrhythmias. It was also reported that the left ventricular (lv) lead exhibited variable pacing thresholds that were possibly high. The leads remain in use. No patient complications have been reported as a result of this event.